Event description:
The pt fell and experienced a loss of stimulation and preexisting pain. The pt was seen in clinic. The implantable neurostimulator was in a power on reset condition. The device was near normal end of service based upon stimulation parameters. There was no change in lead position as viewed with fluoroscopy. The power on reset condition was cleared. Device replacement was planned. The pt's outcome was reported as 'no injury'.